Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced low ventricular pressure percentage. The right ventricular (rv) lead exhibited high thresholds, high impedance, rise of impedance and loss of capture. The rv lead will be explanted and replaced. No further patient complications have been reported as a result of this event.